Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. The scope was not returned because it was discarded after the procedure. Manufacturing records were reviewed and confirmed that the device passed all final qa/qc release criteria. Video review identified no use errors. Robotics and controls analysis confirmed that the scope movements during these events were user-commanded and that no unintended motion occurred. The physician did not attribute the pneumothorax to the galaxy system, stating it was most likely caused by the lesion's location along both fissures, which carries a high inherent risk for pneumothorax even when needles are used instead of forceps. Video and engineering analysis support this assessment, showing appropriate system behavior and deliberate scope handling throughout the procedure. Given the fissure-based anatomy and the patient's underlying cardiopulmonary comorbidities, the pneumothorax is most consistent with inherent procedural risks rather than device-related factors.

Event description:
A galaxy-assisted bronchoscopy was performed to sample an 18 mm right middle lobe (rml) nodule. The patient was considered high risk for pneumothorax due to the lesion's position spanning both fissures. In recognition of this elevated risk, the physician elected not to obtain forceps biopsies and instead performed sampling exclusively with a needle. Rml sampling was completed uneventfully, and a fluoroscopy check showed no pneumothorax. The physician then proceeded with staging ebus. Following ebus, an additional ultrasound assessment was performed, at which time a small pneumothorax was identified. A right pigtail chest tube was placed, and the patient was extubated and transferred to the pacu in stable condition. Six-hour follow-up chest x-ray confirmed resolution of the pneumothorax, and the patient, who remained asymptomatic throughout observation, had the chest tube removed and was discharged home. No malfunctions were reported.